Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the conductor wires broken at the yaw pulley exit. Wires were detached from its connection at the grip. Electrical continuity testing was performed and failed. The yaw pulley showed no signs of arcing. An additional observation not reported was a broken yaw pulley. The yaw pulley was deformed and broken off allowing the grips to have a larger range of motion. Material was missing. No other damage was found. Failure analysis concluded the damage was likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the missing yaw pulley material, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable was identified on a maryland bipolar forceps instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.